Event description:
Boston scientific received information that an EKG was performed on this patient at the hospital. The EKG indicated that the right atrial lead was not capturing, however, the person conducting the EKG did not notice this. Approximately 31.7 months later, this lead did not provide pacing when required and was found to not be capturing. Under fluoroscopy, the lead was found to have dislodged. As a result, a revision procedure was performed and the lead was explanted. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.